Event description:
The patient reported sound quality issues and experiencing declining speech perception. The surgeon indicated that the patient's device is migrating. The patient recently implanted the contralateral ear. The patient will pursue device reinsertion or revision of the ipsilateral ear.